Event description:
It was reported that the patient was in a car accident this past wednesday, (B)(6) in which a car slammed into her on the right side and the patient's implantable neurostimulator (ins) was in the right side. The patient was experiencing a loss of therapeutic effect. The patient thought something was not working correctly and the patient had to use catheters. The patient initially stated that her programmer was lost in an auto accident about a year ago and she just found her box and papers but didn't have any part of the patient programmer . The patient then said someone might have thrown it away. Patient services explained service of one courtesy replacement. The patient was going to contact pcp (primary care provider) office and planned to call back with shipping information for the new programmer. The patient noted that in the past, another patient borrowed her programmer for her to use to adjust the device however she didn't have access to this person anymore. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v872545, implanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).